Manufacturer narrative:
Per the audiologist, the patient underwent skin flap revision on (B)(6) 2017. This report is submitted on july 04, 2017.

Manufacturer narrative:
This report is submitted on may 24, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the device (date not reported). Revision surgery is scheduled; however, yet to occur as of the date of this report. The implanted device remains.